Event description:
A consumer reported starting about three months ago, there was a problem with the device because it depleted, and wouldn¿t take a charge anymore. As a result, the patient hadn¿t been able to use therapy for several months and wanted the device taken out. A follow-up appointment was scheduled with the healthcare provider (hcp) on (B)(6) and a request was made for the manufacturer¿s representative (rep) to be there. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.